Event description:
It was reported that when using the bd pyxis¿ es server was not sending cubie information to meditech however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not sending cubie information to meditech. A technical support specialist (tss) identified that data was not flowing to admit discharge transfer after an update. The issue was resolved after integration engineering support team performed a server reboot, and the customer confirmed the fix and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.